Event description:
Approximately five minutes after initiation of dialysis, the pt began to experience anxiety, restlessness, diaphoresis, back and chest pain. The pt was given benadryl and taken off treatment with this dialyzer. The dialyzer was first use and was not preprocessed. The reported blood loss is estimated at 200 cc.